Event description:
It was reported that cartridge leaked insulin from cartridge septum during off pump filling and issue occurred once with 150 units of insulin loaded into original cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge and successfully resumed insulin therapy, and technical support arranged replacement cartridge through return process.